Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause appears to be unrelated to iol based on the following information provided; doctor of ophthalmology reported that the iol was not good placed in the eye, also the iol slid in the vitreous body. In the opinion of the doctor, this was responsible for the deviation and not the iol. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported an unexpected outcome following an intraocular lens (iol) implant procedure. The surgeon reported that the lens was not placed in a "good" position in the eye and slid into the vitreous body. In the surgeon's opinion, this was responsible for the deviation of the refraction and not the iol. The lens was removed and discarded.